Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation. Therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. The root cause was undetermined.

Event description:
Customer reported false positive on (B)(6) 2022 using lot 22517b and reader sn (B)(4) (cartridge sn (B)(4). Customer followed with another cue covid-19 test cartridge pack, home & otc and received a negative result. On the same day, customer performed two (2) more covid-19 tests, binaxnow covid-19 antigen self test and lucira single-use molecular test, and received negative results. Customer reported symptoms which included a sore throat with no known exposures. Customer also reported that they are fully vaccinated. The cartridges were stored appropriately.